Event description:
A call to technical services was made on (B)(6)2013 stating that this lead was dislodged together with the rv lead. As per discussion with technical services patient received atp and shock. The ra and rv leads were picking up atrial activity and l v lead was picking up ventricular activity. The lv lead was still in place. System needed to be revised and reprogrammed. The lead was implanted on (B)(6)2013 and was explanted on (B)(6)2013. The physician was dr(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).